Manufacturer narrative:
The patient's history of stroke is reported under MFR # 2916596-2022-01131. The patient's history of infection is reported under MFR # 2916596-2022-00992. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient was brought in to the hospital overnight on (B)(6) 2022 with low flow alarms since 00:41. While being picked up by emergency medical services (ems) overnight the patient began to speak in one word sentences and repeated the same word just prior to being intubated. Log files were sent for review and captured constant low flow events with the calculated flow consistently below the 2.0 lpm range. The pulsatility index (pi) had settled around 2.0 throughout the log. The patient was intubated and on pressors. They pupil changes and stopped responding shortly thereafter. An ischemic stroke on (B)(6) 2022 was assumed, which was confirmed by a computed tomography (CT) of the head. It was noted that the patient had a history of bacteremia and a prior stroke. The patient also had a driveline infection and was not compliant with antibiotics. The patient was listed as do not resuscitate (dnr) and support was withdrawn. The patient passed away on (B)(6) 2022 due to stroke and cardiogenic shock.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log files confirmed low flow alarms. A direct correlation between the reported events and heartmate 3 left ventricular assist system (hm3 lvas), serial number (B)(6) could not be conclusively established through this evaluation. The submitted log files captured calculated flow ranging from 4.2-5.0 lpm in the 11 days before the reported event. The final 8 hours of captured data showed flow in the 0.2-1.8 lpm range and the low flow alarm was persistently active during this time. The pump operated above the low speed limit for the duration of the log files and appeared to be functioning as intended. The cause of the low flows could not be determined based on the log files. The patient expired on (B)(6) 2022 due to cardiogenic shock and stroke. The heartmate 3 left ventricular assist device (hm3 lvad), serial number (B)(6) , will not be returned for evaluation. The relevant sections of the device history record for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (hm 3 lvas) instructions for use (IFU) and patient handbook is currently available. Section 1, ("introduction") lists potential adverse events that may be associated with the use of the hm3 lvas, including death and stroke. Section 4, (¿system monitor¿), describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 6, (¿patient care and management¿), lists potential late postimplant complications that may be associated with the use of the hm3 lvas, including infection. Section 7 of the IFU, ("alarms and troubleshooting"), and section 5 of the patient handbook, ("alarms and troubleshooting"), address all system alarm conditions as well as the appropriate actions associated with each condition. No further information was provided. The manufacturer is closing the file on this event.